Manufacturer narrative:
Complaint no: (B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 13:17:50. During night drain cycle six, the patient's ultrafiltration reading was 2203ml, indicating the home patient drained 2203ml more than their maximum programmed fill volume of 2000ml no additional information is available.